Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The shaft, collar, and tip were microscopically examined. The distal shaft was detached/separated at the collar. The polytetrafluoroethylene (ptfe) was pulled out of the collar and attached to the distal shaft. The shaft was kinked 6cm distal of the separation. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31-aug-2017. It was reported that the device became kinked. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, when device was advanced, it was noted that the hub part got kinked. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, device analysis revealed that the distal shaft was detached at the collar. It was further reported that the shaft detached outside of the patient¿s body.